Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02902. Concomitant medical products: medical products: item#: unknown, unknown glenoid; lot#: unknown device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient initial right shoulder arthroplasty on a unknown date for a unknown. Subsequently, approximately one (1) month ago the patient was revised due to rotator cuff wear.